Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the orvil anvil was introduced via the patient mouth in a laparoscopic total gastrectomy, the surgeon pulled the plastic tubing to bring the orvil anvil down via mouth and found no resistance on doing so. It was only discovered that the anvil was already detached when he had fully pulled down the plastic tubing. The disengaged component was retrieve in the mouth by the anesthetist. To resolve the issue, a new orvil anvil was used. There was no patient injury.